Event description:
It was reported that the hex screwdriver tip is broken off. Tip was retrieved and discarded.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be field on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg eval revealed the hex tip is broken off and was not returned. It was concluded that the failure is not associated with the mfg process. The device met all dimensional and material specs at the time of manufacturing.